Event description:
It was reported that one of the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 in which the lead was repositioned to address the issue. The investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000075426.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.